Manufacturer narrative:
Submit date: 9/13/2017. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two samples were received for evaluation. A visual and functional test was performed on the samples. Upon evaluation, a leak was found between the junction of the cross spike and the tubing. The reported issue was confirmed. A root cause can be due to a dimensional gap between the connector and tubing. A formal corrective and preventative action was implemented for the reported issue. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the was leaking from the enteral feeding pump set's connection tube. There was no patient involved in this event.